Manufacturer narrative:
Initial.

Event description:
It was reported that the pump turned off whenever it was unlocked, and the user interface was difficult to read, which was resolved after the user restarted the pump through the ilet mobile app; the issue involved the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light problem affecting display readability, consistent with a device display issue involving the touchscreen. It was concluded; there was no device problem as it resolved with restart.